Event description:
A customer contacted stryker to report that their device powered off unexpectedly during patient use. As a result, defibrillation therapy would not be available. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The reported issue could not be verified. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device powered off unexpectedly during patient use. As a result, defibrillation therapy would not be available. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.